Event description:
When medtronic minimed subcutaneous insulin pump was placed (presumedly by pt; unconfirmed) the catheter tip kinked such that it never penetrated the skin. It appears that drug continued to flow (absorbed by adhesive pad) and pump alarm for blockage was therefore not triggered. Pt was found dead in residence. Reason for use: insulin dependent diabetes mellitus.